Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: (abstack30 - lot#: n2k0215x; bard perfix plug, lot huxc1506, exp 2018-04). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of preperitoneal right inguinal hernia. It was reported that after implant, the patient experienced recurrence of right inguinal hernia. Post-operative patient treatment included repair of right inguinal hernia. On (B)(6) 2013 - recurrent right inguinal hernia repaired using bard perfix plug, lot huxc1506, exp 2018-04.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic preperitoneal right inguinal hernia repair with mesh. The preoperative and postoperative diagnosis was right inguinal hernia. The patient had a recurrence and underwent a surgical revision approximately 3 months post op.